Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for ten unknown screws which include eight locking screws and two cortex screws. Part and lot numbers were not provided by the reporter. UDI# is unavailable. The exact date of device implant is unknown and was reported as approximately two and half years prior to (B)(6) 2015. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 6-hole, 4.5mm locking compression plate (lcp) condylar plate was removed due to patient pain on (B)(6) 2015 along with eight (8) locking screws and two (2) cortex screws. There was no allegation of complaint against the devices with regard to device failure other than the complaint of patient pain. The original implant surgery was performed on an unknown date approximately two and a half years prior to the explant surgery. The patient's left distal femur was completely healed. There was no further medical intervention required and no surgical delay associated with the removal of the implants. The procedure was completed successfully with no adverse effect to the patient. This report is for ten unknown screws which include eight locking screws and two cortex screws. This report is 2 of 2 for (B)(4).